Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to normal wear and tear. The reported problem was confirmed. Based on the information available, mrx kit display 3 & face plate assy is replaced to fix the issue. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported there was a faulty plate cable.